Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune knee to treat osteoarthritis. The patella was resurfaced and unknown cement was utilized. There were no indicated intra-operative complications. Patient received a right knee revision to address pain, effusion, tibial tray loosening at the cement to implant interface, and femoral component loosening at an unknown interface. The surgeon noted the removal of fibrinous tissue. The tibial insert, tibial tray, and femoral component were revised. The patella component was retained. The patient was revised with competitor products and cement. There were no indicated intra-operative complications. Doi: (B)(6) 2017. Dor: (B)(6) 2021 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.